Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the cause was not determined in the medical report.

Event description:
Information was received from a foreign healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome since 1998. This was the patient's first device for this indication. A clinical diagnosis of severe back pain was reported (and a device diagnosis was not applicable). The patient reported severe back pain on (B)(6) 2017 and demanded a consultation because of the severe back pain. The pain was "continu". The doctor checked the lead placement by CT. The lead did not move. The stimulation in the leg was fine, but not in the back. The technician performed reprogramming and the doctor advised the patient to lose some weight. The patient's baseline weight from (B)(6) 2017 was (B)(6). The event was unresolved with no further action planned. The event was possibly related to the device or therapy and was not related to the implant procedure or programming. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016.